Event description:
It was reported that 3 months ago it started getting difficult to recharge the implantable neurostimulator (ins) and then this week patient (pt) could no longer get the ins to recharge for they could not get any connection. Pt noted the recharger(rtm) cord had exposed wiring where it connected to the antenna. Pt noted they sometimes got shocked from the rtm cord. A request was sent to the repa ir department to replace the rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of recharger 97755 (serial #:(B)(6) revealed that "electrical failure, stuck on #checking recharger¿ screen and cable insulation is peeling away at bottom of strain relief and wires are exposed. High reading na. Low reading na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.